Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported therapy was bothering them and was zapping them, so patient turned therapy off on december 3rd or 4th. Patient said therapy wouldn't turn off at night, and patient had to wait 8 hours for the battery to shut down before the device went down. Patient also said they haven't charged the implant in 30 days. Reviewed with patient that implant needs to be in MRI mode to confirm eligibility. Patient was upset and said they wanted the device taken out of their body. Patient wanted to know if they could have a shoulder MRI. Patient mentioned they had been in pain for almost a year and a half. Patient insisted on having the device removed. Patient became escalated and disconnected the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.